Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the non-boston scientific right atrial (ra) lead. Subsequently, atrial sensitivity was adjusted to a less sensitive setting, after which undersensing was observed. No adverse patient effects were reported. The crt-d remains in service.